Manufacturer narrative:
H6, investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
Legal case: (B)(6). As reported via legal documentation, this patient, a 62 year old male, is verified right ankle on (B)(6) 2018 and a right ankle revision on (B)(6) 2022, approximately 3 years and 11 months after their initial surgery. Postoperative diagnosis: painful right total ankle replacement, periprosthetic cyst underneath the talus. Inspection of the polyethylene demonstrated no evidence of fracture or delamination. The tibia and talar components were inspected and were stable. Patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial#: (B)(4), category#: 350-22-43 - tibial insert fb sz 3 rt 10mm, serial number: (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k152217. Concomitants: serial#: (B)(4), category#: 350-02-03 - talar implant sz 3 rt, serial#: (B)(4), category#: 350-10-04 - ankle sz 4 locking clip, serial#:(B)(4), category#: 350-12-04 - tibial plate fb sz 4 rt.

Manufacturer narrative:
Pending investigation. Concomitant medical products: serial#: (B)(4), category#: 350-02-03 - talar implant sz 3 rt, serial#: (B)(4), category#: 350-10-04 - ankle sz 4 locking clip, serial#: (B)(4), category#: 350-12-04 - tibial plate fb sz 4 rt.